Event description:
A malfunction alarm labeled as code malf 16 was reported with no significant events occurring prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. As the pump was out of warranty and the malfunction code was not resettable, technical support decided to replace the pump.